Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated (hip) surgery.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. Surgical intervention is pending to address this issue.